Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. ¿ no hardware errors messages in the event log or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. ¿ there was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned result. ¿ no other patient results were called into question. ¿ customer acknowledged that the sample contained fibrin which is known to interfere with analysis of some assays. The customer did not follow the instruction for use (IFU) and the clsi guidelines for preanalytical sample handling. The hstni instruction for use (IFU) document, part number c09448 g, instructs users as follows: ¿the role of preanalytical factors in laboratory testing has been described in a variety of published literature¿ and ¿ensure residual fibrin and cellular matter has been removed prior to analysis. Failure to do so can contribute to falsely elevated results¿. Additionally, as per clsi [clinical and laboratory standards institute] guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests. 4th edition, ¿the serum samples should be clotted before centrifugation, fibrin, sometimes visible as a clot may affect some assays¿. In conclusion, preanalytical sample handling will be implicated as the likely cause for this event as the customer acknowledged that the sample contained fibrin which is known to interfere with analysis of some assays. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On 28feb2024, the customer reported one non-repeatable erroneously elevated troponin I (access high sensitivity troponin I, lot number 338997) patient result involving the laboratory's dxi 600 access immunoassay w/spot b analyzer (serial number (s/n) (B)(6)). On (B)(6) 2024, the initial hstni patient result was at 730.6 pg/ml (00:30). This result was reported out of the laboratory. Two hours later a second sample from this patient was collected and tested with a result around 5 pg/ml. The customer reported that this sample had evidence of fibrin and the result was associated with clt (clot) flag. The customer checked the initial sample and evidence of fibrin was also noted. The customer respun the initial sample and rerun it with results of 5.1 and 6.2 pg/ml. A corrected report was made. The patient had been transferred to cardiac care unit and treated with nitroglycerin and aspirin as a result of the original high result. No hardware errors messages in the event log or issues with other assays were reported in conjunction with this event. System check passed on 28feb2024. Calibration passed on 24jan2024 with reagent lot 338997 and calibrator lot 338608. Quality control (qc) was passing within the laboratory¿s established ranges at the date of the event. No other patient results were called into question. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned result. Customer performed hardware verification and and precision run. Combined data for both pipettors meets precision claim. No hardware performance issue was highlighted. Sample was collected in a rapid serum tube and centrifuged on dxa for 4 minutes at 4500 rpms. Customer acknowledged that the sample contained fibrin which is known to interfere with analysis of some assays. The customer did not follow the instruction for use (IFU) and the clsi guidelines for preanalytical sample handling.